Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material present within the packaging is inconclusive due to poor sample condition. One 20 ga x 0.75 in powerloc infusion set was returned for investigation. The product information showed lot: asduf118. The packaging was returned opened. The device was present within the opened packaging. An insect appeared to be adhered to the inner side of the clear packaging. The insect appeared to be dried. Since the contents and presence of the insect within the kit prior to package opening could not be confirmed, the complaint is inconclusive; however, the supplier has been notified of this event. A lot history review (lhr) of asduf118 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported per received medwatch "the nurse opened a sterile port needle package and noticed an insect inside the packaging. Package was tape shut and retained" device was not used on the patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asduf118 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported per received medwatch "the nurse opened a sterile port needle package and noticed an insect inside the packaging. Package was tape shut and retained" device was not used on the patient.